Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was no label or missing label information ( all packaging levels) . This event occurred twice. The following information was provided by the initial reporter: the customer stated: "the manufacturer label was missing."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was no label or missing label information ( all packaging levels) . This event occurred twice. The following information was provided by the initial reporter: the customer stated: "the manufacturer label was missing."